Manufacturer narrative:
Model number/catalog number: 72404429, serial number: n/a, batch/lot number: 1100580599, model/catalog description: pump, tenacio, iz, unique identifier (UDI) #: (B)(4). Model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1100478180, model/catalog description: reservoir flat iz 100 ml, unique identifier (UDI) #: (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a thorough analysis. The first cylinder was subjected to microscopic inspection and leakage testing. Microscopic analysis showed wear at the fold areas on the proximal, middle, and distal sections of the cylinder. The leakage test for the first cylinder passed. The second cylinder was examined microscopically and underwent both leakage and pressure testing. The microscope revealed a hole in the outer tube caused by kink resistant tubing (krt) wear at the proximal end, as well as fold wear at the proximal, middle, and distal regions. The leakage and pressure tests for the second cylinder passed. The reservoir was microscopically inspected and leak tested. Microscopic evaluation showed that the flat reservoir strain relief krt contained a hole consistent with sharp instrument damage. The leakage test for the reservoir passed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of "mechanical malfunction (leaks, incomplete inflation/ deflation, kinking)" was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the clinical observations of device inflation issue and device mechanical issue could not be confirmed; therefore, the reported event cannot be excluded as a device problem. Consequently, a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly and exhibited inflation issues. A surgical procedure was performed, during which no air, leaks or holes were observed in the device. The ipp was replaced, and no patient complications were reported.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly and exhibited inflation issues. A surgical procedure was performed, during which no air, leaks or holes were observed in the device. The ipp was replaced, and no patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.